Manufacturer narrative:
E1. (B)(6). Additional, changed, and/or corrected data: a2, a5, a6, b5, d6b, e1, h3, h6.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram/ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via mammogram/ultrasound. This record is for the left side. Device remains implanted.